Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a pump was alarming no disposable, clamp tubing, with a smiths medical, cadd medication cassette attached. Per reporter the pump and cassette were changed out by the end user which resolved the alarming issue. The complaint form indicates there was no injury. No adverse patient effects were reported. No additional information is available at this time.